Manufacturer narrative:
Results: bd received two samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage from the tubing with the incident lot was not observed. A review of the manufacturing records was completed for lot 6167814 and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the bd vacutainer® winged safety push button blood collection set leaked from the tubing. No injury or medical intervention.